Manufacturer narrative:
Device discarded by customer. The impella 5.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old white male patient had impella 5.5 pump inserted. The patient had coagulopathy after insertion, the major bleeding was in the proximal graft sutures located on the aorta, after three hours and a total of ten (10) units of packed red blood cells (prbcs), fresh frozen plasma (ffp), platelets, cryo, kcentra, and factor vii was given.